Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips of the device were malformed. Unk how the case was completed. There was no consequence to the pt.